Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
It was reported that the patient was brought into surgery due to an ongoing csf leak issue. As a result, the patient underwent a hemilaminectomy to fix the csf leak. During the procedure, the lead was slightly moved as well, but therapy was achieved post-operatively. Patient is stable.